Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Dexcom representative advised patient's mother to reset receiver, which was unsuccessful. Dexcom representative next advised patient's mother to shut down receiver, disable bluetooth on smart device, close g5 application, reset smart device, re-enable bluetooth, relaunch g5 application, which was unsuccessful. Dexcom representative next advised patient's mother to remove sensor, reinsert transmitter, and re-pair devices, which was unsuccessful. Dexcom representative next advised patient's mother to remove sensor, insert new transmitter, pair with smart device, which was successful. Dexcom representative next advised patient's mother to update transmitter ID in receiver and pair receiver and transmitter, which was successful. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2016 and could confirm the reported loss of connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.